Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was confirmed and reproduced during evaluation. During the evaluation, the downstream sensor current reading was out of specification (high reading). The downstream tubing guide depth was also found out of specification. The device was recalibrated to correct these conditions.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.